Event description:
On (B)(6) 2012, the patient's father reported the patient went to the hospital on (B)(6) 2012, with elevated blood glucose of 528 mg/dl due to the infusion device not delivering insulin. The patient's normal blood glucose range is 90-150 mg/dl. The patient was treated with an insulin IV and was released the evening of (B)(6) 2012. The patient reconnected to the infusion device after being released from the hospital and his blood glucose elevated to 500 mg/dl. He disconnected from the infusion device and treated himself with insulin injections and his blood glucose returned to normal. Troubleshooting did not reveal any product issues. The infusion device was replaced. The infusion device and adapter were requested to be returned for evaluation. The insulin cartridge and infusion set in use at the time of the event were discarded.